Manufacturer narrative:
Event is still under investigation at this time.

Event description:
Info was provided that the balloon burst across during the second dilatation at 11 atm. It was noted that the skin incision was long enough (1.5 cm). It was felt that the problem was the kaliber jump of the tracheal cannula. The surgeon successfully removed all of the burst balloon, although with difficulty. A replacement device was used and after the second dilatation, the cannula could be placed. Pt outcome is unk as not provided by reporter.